Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable). The cause for the failure was isolated to the u409 can transceiver and the u413 on the computer/analog board. The root cause for the shorted u409 transceiver and u413 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 204 (belt/monitor unable) and the monitor had a damaged case.